Event description:
A patient underwent a 2-level x-stop implantation procedure at levels l3/4 and l4/5. It was reported that the spinous process broke during insertion of the second implant. Both implants were removed and a laminectomy was performed. The patient's current status is good.

Manufacturer narrative:
Method - follow-up communication with company representative.